Manufacturer narrative:
Additional information was received which indicated that transseptal puncture was performed with a radiofrequency (rf) needle. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
After an atrial fibrillation ablation with a qdot catheter, the patient left the ep (electrophysiology) room and experienced pericardial effusion treated with drainage and issue was resolved. After conducting an ablation, the patient left the room, and a pericardial effusion/cardiac tamponade was confirmed. Although the patient's condition was stable, drainage was performed, and the issue was showing signs of improvement/resolved. The physician's judgment on health hazard was non-serious (moderate/minor). No extended hospitalization noted. The physician's opinions on the relationship between the event and the product was that it was unknown whether carto 3 system and the products were involved in this adverse event. The cf (contact force) monitoring methods were dashboard, vector, and visitag. The visitag coloring settings was tag index, and the visitag additional filters used was fot (force over time). No abnormalities observed prior/during use of the products. Septal puncture was performed with rf (radiofrequency) needle. An ngen generator was used. The outcome of the adverse event was improved. The transseptal puncture was performed with rf (radiofrequency) needle. Prior to noting the pe/CT (pericardial effusion / cardiac tamponade) ablation was performed. No evidence of steam pop. The event occurred after the procedure was completed. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator, and the ngen generator automatically selected correct catheter settings. No issues with flow rate change at the start of ablation, and ngen generator automatically controls appropriate irrigation flow according to the temperature. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31578302l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).